Event description:
Consumer claims to have been pierced with the inverness ear piercing system at aa retail vendor on 03/06/99. On 03/18/99 he sought medical treatment for embedment of the earring, which was removed and antibiotics were prescribed.